Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.